Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The position groove of the screw has been widened, due to possible inadequate handling. The groove is expanded and damaged, therefore the plate does not pass the slotted end of the dhs screw. In order to ensure a correct load transfer and to prevent such occurrence, it is very important to have an appropriate connection between the dhs screw and the connecting screw, which is guided through the wrench. The manufacturing records were reviewed and no complaint related issues were found; the implants conform to specifications, product fault was not found.

Event description:
The plate did not fit over the screw. This is 1 of 1 report for complaint (B)(4).